Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said their incontinence returned and their ins is not working as they are not getting any signal. As a result of the event, the patient is home bound. Their symptom control was never perfect, but it was getting pretty good. The patient spoke to their healthcare provider (hcp) who told them to call in to make sure they are using their device properly. During the call, the patient did not have access to their patient programmer (pp) and will call back when they have their pp with them. No further patient complications have been reported as a result of this event.